Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of motor stops and flow meter issues were confirmed via the submitted log files. A log file was downloaded from the returned centrimag console and data from the reported event date of 06jan2026 was reviewed. The system was observed to be operating the motor at varying set speeds of approximately 900 - 4200 rpm and a flow of approximately 4.00 liters per minute (lpm). The log file captured an atypical m2: motor disconnected alarm associated with speeds of 32 rpm at 21:36. The alarm resolves when the motor speed is adjusted incrementally consistent with the reported event. At 21:37 a s3 alarm activates and is associated with a can bus send error resulting in the flow values to be blank for the remainder of the reported event date. The system is shutdown at 22:30 consistent with the reported event. No other notable events were observed. The returned centrimag console (serial: (B)(6)) was tested alongside known working test centrimag equipment, the returned centrimag motor, and connected to a mock circulatory loop. The motor speed was set to 3500 revolutions per minute (rpm) and the motor ramped up to set speed without any issues. The centrimag console successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. No further troubleshooting was performed. Per the provided information the patient suffered no harm. A root cause for the reported events could not be conclusively determined through this investigation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual (rev. L) section 9 entitled ¿emergency/troubleshooting¿ describes the recommended practice of whenever there is a console or motor malfunction to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including m2 and s3 alarms, as well as appropriate operator response to these events. The centrimag motor IFU instructs the user to inspect the centrimag motor, jacket, cable, console connector, and locking mechanism for damage prior to use. If any component is damaged do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. Review of the device history record for centrimag motor, serial number l05654-0010, showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that while the centrimag console was running, the motor stopped. The revolutions were lowered and it was attempted to restart it, and after several attempts they succeeded. This happened twice. The flow meter stopped measuring, and they were unable to get it to work. The console and the motor were replaced. The patient suffered no harm.